Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. No further investigation can be performed at this time. This complaint is being closed to trending. Additional information requested and received: what device was used in the procedure? Ecr60g and ple 60 a. On which firing did the event occur? First firing. Please explain what is meant by, the cartridge misfired. Cartage did not staple. If buttressing material was utilized, which product was used? No. Was the instrument fired across or near an existing staple line or clip? No - it was first firing. How was the case completed? Sutured the staple line.

Event description:
It was reported that during a sleeve gastrectomy procedure the cartridge misfired. No patient consequences reported.